Event description:
While utilizing dental surgical guide print 003, clinician was off trajectory when drilling, causing a perforation of the buccal plate. Clinician grafted the patient and did not attempt to finish the case at that time.

Manufacturer narrative:
A review of the surgical report and drilling protocol indicate the case was properly planned, surgical guide was requested for evaluation but not returned. Images provided by the doctor following the procedure show the coronal portion of the remaining root might have not been fully removed (specifically the higher portion towards the mesial aspect) which affected the guide seating and the subsequent drilling path.